Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an upgrade to a dual-chamber ICD after the battery of the original single-chamber ICD was depleted was being performed. During the procedure, the right atrial (ra) lead was placed multiple times but could not be fixed and dislodged repeatedly. After trying most positions in the atrial appendage, the helix at the tip of the lead could not be retrieved normally. It was decided to abandon the upgrade and a single chamber device was implanted. No patient complications have been reported as a result of this event.